Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which showed the tubing was broken off at the junction of the distal luer lock. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates were damaged; the tubing broke off the male luer connector. This was discovered prior to use of the devices for treatment. The devices were primed for the patient with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.